Event description:
It was reported that the device disconnected at two sites. Between the nrfit connector and filter, yellow ring on filter remained connected to nrfit connector. The two components of the filter had come apart. The event occurred during epidural for labor analgesia. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was not returned for evaluation. Lot number was unknown and the device history review could not be performed. Customer provided one photo and one video were reviewed showing the swivel connector being twisted onto the epidural minipack. The connection was secure until the swivel connector was twisted further and a disconnection occurred. The complaint of a use issue can be confirmed through the returned video. The probable cause is due to an overtightening of the connector during use.